Manufacturer narrative:
(Exemption number e2015033). (B)(4). Additional information: according to the received information, the patient had an enormous trauma on the forehead, and reported that his hearing performance decreased. However, the latest information received states that the patient is doing well and no implant damage could be observed. The temporary decrease in hearing might be related to meniere's disease or was a possible medical consequence of the trauma.

Event description:
Patient had an excessively hard fall which required sutures in the forehead. Since the accident he has experienced a quite a change in his hearing. Patient had an appointment with his surgeon during which he was treated with a gentamicin injection on the right ear. The patient feels that the injection has treated his vertigo attack symptoms. Latest information received on (B)(6) 2016 states that the patient is doing well with his device.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient had an excessively hard fall which required sutures in the forehead. Since the accident he has experienced a quite a change in his hearing. Patient has scheduled an appointment with his surgeon.